Event description:
It was reported that during a prostatectomy procedure, used blunt edge mostly, except for the last moment when they changed to sharp edge. Then the instrument stopped working. A clamp was used to transect between. There was no pt consequence.